Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6(device code and closure codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""fractures of the greater trochanter induced by osteolysis with the anatomic medullary locking prosthesis"" written by alexandra m. Claus, md, phd, robert h. Hopper, jr., phd, and charles a. Engh, md published by the journal of arthroplasty vol. 17 no. 6 2002 accepted by publisher 11 february 2002 was reviewed. The article's purpose was ""to evaluate the incidence of pathologic fractures of the greater trochanter associated with osteolytic lesions in a long-term tha series; to assess the clinical and radiographic presentation, treatment, and outcome of each fracture; and to identify radiographic risk factors for sustaining trochanteric fractures in the presence of trochanteric lesions. Data was compiled from 9 cases of greater trochanter fractures post tha implantations. All patients had depuy products and each case is captured individually on linked complaints. Depuy products utilized: nonmodular aml stem, trispike aml cup, poly liner". This complaint captures patient no 2 and patient did not experience clinical symptoms associated with the fracture. The fracture was diagnosed at the first time of first radiographic appearance. Acute fracture treatment entailed nothing. Further operative intervention included cup revision for loosening, no lesion grafting. The most recent follow up outcome was no pain and normal gait. Also noted was fracture occurred well before radiographic documentation based on healing and remodeling noted at first appearance.